Manufacturer narrative:
The customer contacted a siemens customer care center. Siemens reviewed the instrument data provided by the customer and did not find the affected sample in the data files. Based on information from the instrument files, a lamp was replaced on the instrument, which resolved the issue. The cause of the discordant, falsely low creatinine (cre2) result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low creatinine (cre2) result was obtained on a patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument twice, and higher results were obtained on the patient sample. A corrected report was provided to the physician(s), but it is unknown which of the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low cre2 result.